Manufacturer narrative:
Available details indicate that the device showed ECG malfunction due to a defective 3-leadset. As a result, the 3-lead set grabber, iec, ICU (989803145101) was replaced to resolve the issue. After that, the device was returned to service. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective 3 leadset, grabber, iec, ICU. The root cause of which could not be determined. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The 3 leadset, grabber, iec, ICU was replaced to resolve the issue and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that ECG malfunctioned during routine testing. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.